Event description:
Baxter corporate product surveillance received a call from a baxter clinical educator regarding a clinical trial in which it was observed that a clearlink three port adaptor leaked a small amount of blood (less than a cc) during use. According to the report, the clearlink was previously access. However, at the time of the leak, the clearlink was not being accessed. The reporter could not clarify where the leak originated from. The clearlink three port adaptor was connected to an unknown hemodialysis tubing line. There was a patient involved. However, there are no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived out of the pouch, primed. A visual inspection of the device was conducted under a microscope. No obvious defects or abnormalities were found. The sample was then subjected to underwater leak testing. No leaks were noted. Both the female and male luers were then iso gauged. Both luers passed the iso gauging requirements. The sample was then subjected to the iso water pressure test by mating the male luer of the sample to the iso fig 5 and capping off the female luer with an in house blue end cap. The sample passed the water pressure test with no leaks. Because the sample passed the gauging, visual and functional tests, the reported condition was not confirmed. An assignable root cause was not determined.

Manufacturer narrative:
(B)(4). Additional information: a batch review was performed on the reported lot with no deviations found.